Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, hypermobile urethra and abnormal uterine bleeding and mesh was implanted. It was reported that the patient had a concurrent procedure of a diagnostic hysteroscopy and a dilation and curettage followed by a novasure ablation performed during mesh implantation. No additional information provided.

Manufacturer narrative:
It was reported that the patient underwent revision sling vaginal and cystoscopy on (B)(6) 2015 by dr. (B)(6) md due to vaginal foreign body, pelvic pain and voiding dysfunction.

Event description:
It was reported that the patient underwent revision sling vaginal and cystoscopy on (B)(6) 2015 by dr. (B)(6) md due to vaginal foreign body, pelvic pain and voiding dysfunction.